Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a gastroplasty on the fourth load at the time of stapling, when the button was released it did not unlock.